Event description:
07/2002 account alleges a pt rolled over in bed, and the bed fell on its side. The pt bruised their hand as a result of the fall. According to the initial customer call, the pt weighs at least 200 pounds. At the time of the event the head rails were up and the foot rails were down with the hi/low portion of the bed in the mid position.